Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.25x38 synergy¿ drug-eluting stent was selected for use. During unpacking, when the device was removed from the hoop without resistance, it was noted that there was no stent on the device. It was visually confirmed that the stent had been dislodged from the device. The procedure was completed with another 2.25mm synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device. A visual and tactile examination found multiple slight kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.25x38 synergy&#10244;rug-eluting stent was selected for use. During unpacking, when the device was removed from the hoop without resistance, it was noted that there was no stent on the device. It was visually confirmed that the stent had been dislodged from the device. The procedure was completed with another 2.25mm synergy stent. No patient complications were reported and the patient's status was good.